Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 11 jan 2023 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 225, 351, 193 and 336 mg/dl. The customer¿s expected blood glucose test result is below 100 mg/dl am fasting and average of 230 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/20/2024 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: result 1: 225 mg/dl, date: (B)(6), time: 5:35 am fasting; result 2: 351 mg/dl, date: (B)(6), time: 7:05 pm fasting; result 3: 193 mg/dl, date: (B)(6), time: 5:24 am fasting; result 4: 336 mg/dl, date: (B)(6), time: 8:00 pm fasting; result 5: 151 mg/dl, date: (B)(6), time: 5:33 pm fasting.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.